Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's health care professional reported via phone call that the customer stated their pump was suspended but still delivering boluses. The customer¿s blood glucose level was unknown at the time of the incident. No further information was provided. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.